Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, labeling/ packaging review is not required. The reported event is unconfirmed, DHR review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing calibration for not cooling (expected value was 6 and actual value was. 28). A check of the diagnostics showed chiller temperature (t4) was below 10c. They discussed this was indicative of a failed mixing pump. The device was under extended warranty. Per sample evaluation results received via task on (B)(6) 2024, it was reported that the arctic sun device would not autofill. Circulation pump motor had seizing or dried out motor bearing and tank seals were lifted from tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for not cooling (expected value was 6 and actual value was. 28). A check of the diagnostics showed chiller temperature (t4) was below 10c. They discussed this was indicative of a failed mixing pump. The device was under extended warranty.